Event description:
MRI conditional ventilator was bumped while moving pt and rolled towards magnet and was pulled towards the magnet and onto magnet. It was pulled off of magnet and ventilator failed. No injury to pt, minor injury to employee trying to prevent it from pulling into magnet. FDA safety report ID# (B)(4).